Manufacturer narrative:
Clinical statement: based on the available information, the liberty select cycler can be dissociated from this event as there is no allegation or objective evidence that indicates a liberty select cycler product deficiency or malfunction caused or contributed to the patient¿s cardiac event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital due to atrial fibrillation. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient was in treatment then experienced weakness, lightheadedness, dizziness, shortness of breath and a heart rate in the 140s. The patient was transported to the hospital and admitted with a diagnosis of paroxysmal atrial tachycardia. The patient has a history of a fib. The patient was put back into rhythm with cardioversion and recovered. The patient¿s hospitalization was not related to use of the liberty select cycler or any fresenius product(s) and/or their dialysis therapy. The patient was discharged and is continuing pd therapy utilizing the same liberty select cycler without issue. Based on the available information, the liberty select cycler can be dissociated from this event as there is no allegation or objective evidence that indicates a liberty select cycler product deficiency or malfunction caused or contributed to the patient¿s cardiac event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.